Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 14, 2025 and january 12, 2026 recorded the stable shock impedance around 80 ohms and the stable pacing impedance around 500 ohms. The analysis of the provided iegm episode no. 40 from january 12, 2026 revealed artifacts on the ff and rv channel, which led to the reported oversensing. The available x-ray image was reviewed and shows multiple lead crossing points within the pocket area. Interaction with the ICD cannot be excluded. The lead exhibits excessive slack with multiple points of bending. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing was observed on this lead. Patient will be scheduled for intervention. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.